Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A doctor reported experiencing actuation failure during a vitrectomy procedure. The probe was exchanged to complete the case. There was no harm to the patient.

Manufacturer narrative:
One probe sample was returned for evaluation for the report of the probe having an actuation failure. A review of the related device history records for the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one other complaint for the reported issue. The returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. The cutter did not fully close in the port. Cut testing was performed and deemed nonconforming. The cut test pulled material instead of a clean cut. The probe was disassembled and the components inspected. There was approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was slight resistance felt when removing the inner cutter from the needle. Wear marks are present at the inner cutter bend area. The o-rings, spacers, diaphragm, and spring are all intact. The complaint evaluation does confirm the probe had an actuation and cut problem. The evaluation does not point to a root cause for the performance failures. The mostly likely cause for poor functional performance of the probe is from the lack of movement due to the inner cutting edge impeding the movement of the cutter on the shaft. The shaft could also rub against other components in the engine, such as the o-rings or spacers. The exact reason for this restriction of movement cannot be determined from this evaluation. The manufacturer internal reference number is: (B)(4).